Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged >8 inr meter results on (B)(6) 2022 and (B)(6) 2022 were observed in the meter¿s result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The patient initially called to report the patient's meter result of >8.0 inr. Product labeling states "very low or very high test results the coaguchek xs pt test strips provide test results in the range of 0.8 and 8.0 if the measuring unit is set to inr. If the meter displays < (less than) 0.8 or > (greater than) 8.0, confirm that the measuring unit is set to inr. If the result is displayed in %q or sec, follow the instructions in the procedure setting the measuring unit to inr of this section or call the roche customer support center at (B)(4) to reset the measuring unit to inr. If the measuring unit is set correctly to inr, repeat the test. If, when you repeat the test, you get the same result (either < 0.8 or > 8.0), call your doctor." The patient was on antibiotics. Product labeling states "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." Occupation: patient/consumer (patient's daughter).

Event description:
We received an allegation that the coaguchek xs meter with serial number (B)(4) may have contributed to the patient's death on (B)(6) 2022. On (B)(6) 2022, the patient's daughter initially called to make sure the meter was set correctly because the meter result on (B)(6) 2022 at 4:58 pm was >8.0inr. At the time of the call, the reporter alleged that the warfarin dose was held on (B)(6) 2022 and the doctor told the reporter to hold the dose for the rest of the week. The reporter stated that the patient had allegedly not received medical treatment for the inr. She stated that the patient had been in the hospital recently due to covid and pneumonia and that the patient was not doing well when he was brought home. The patient had reportedly been on antibiotics and steroids. The patient reportedly took his last dose of dexamethasone on (B)(6) 2022. The reporter stated that a venous laboratory draw was performed on the patient on (B)(6) 2022 at 10:30 am, but there were no results yet. The reporter stated that if the laboratory result is higher than 5.0 inr, the patient's doctor will reportedly prescribe a special type of vitamin k as the patient is unable to swallow. While on the call, the reporter requested to test the patient again and the meter result on (B)(6) 2022 at 11:15 am was reportedly >8.0 inr. On (B)(6) 2022, upon follow-up, the patient's daughter stated that the patient passed away on (B)(6) 2022. Information regarding the patient's laboratory results was not provided. The patient's daughter stated that the patient did not receive vitamin k treatment. The therapeutic range was reported to be 2.0-2.5 inr. Additional information was requested, but the reporter declined to answer any questions or provide any further information. This information includes: the official cause of death. The laboratory result from the measurement on (B)(6) 2022. Whether the warfarin dose was increased on (B)(6) 2022 based on the meter result 1.8 inr and if so, the details of the dose change. The timeline of when the patient was in the hospital with covid and pneumonia and when he was discharged. This MDR is being submitted with an abundance of caution.

Manufacturer narrative:
MDR codes device code was updated.